Event description:
This meter needed a battery very shortly after use. It constantly reads error when testing causing you to have to be stabbed again, sometimes that also reads error. (B)(6) forced me off of an accurate problem free system for this, it also required a control solution that did not come with device. Had to do much haggling with (B)(6) to get it, also lancing device that is used with cartridges device causes way more pain than the device. I was removed from (B)(6), (B)(6) changed battery at n/c but at time only courtesy. I will not be able to afford to continue that therefore will be out of a test meter. The meter at times takes several tries to power on. Because of (B)(6) I was left for an extended period of time with no meter to test with then given this one, that did not work, needed battery and only works on one poke very seldom. The original meter was given by a hospital after in pt stay and (B)(6) decided to stop it abruptly. It was easy to use, this one is complicated and was hard to learn after a stroke and very inferior quality compared to the other meter. Log hard to access results.